Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/right side pelvic area") and fallopian tube perforation ("perforation (fallopian tube(s)),") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin/deogen, vitamin c, magnesium citrate and primerose oil. Concomitant products included drospirenone + ethinylestradiol (yasmin). In (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal"), back pain ("back pain"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, dyspareunia ("dyspareunia/(painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxious"), depression ("depressed"), procedural pain ("complication from essure removal procedure(pain symptoms)") and adnexa uteri pain ("right ovary causing pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, abdominal pain, back pain, alopecia, vaginal infection, dyspareunia, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, depression, dyspareunia, fallopian tube perforation, fatigue, pelvic pain, procedural pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) : total bilateral occlusion, that everything was normal,. Diagnostic results: on an unknown date, hysterosalpingogram test was done most recent follow-up information incorporated above includes: on 7-mar-2019: pfs received - new events perforation (fallopian tubes),ovarian pain, procedural pain were added. Severity of pelvic pain were added. Reporter information, patient, product information, concomitant medication, historical drug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), embedded device ('essure coil embedded in the uterine endometrium or myometrium') and pelvic pain ('pelvic pain/right side pelvic area') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with hca with d&c , hysteroscopy". The patient's medical history included tonsillectomy, augmentation mammoplasty, endometrial ablation, amenorrhea, ovarian cystectomy, uterine bleeding, menorrhagia, allergic reaction to analgesics, polycystic ovaries, libido decreased and right lower quadrant pain. On an unknown date, hysterosalpingogram test was done. Previously administered products included for an unreported indication: yasmin/deogen, vitamin c, magnesium citrate and primerose oil. Concomitant products included drospirenone + ethinylestradiol (yasmin), drospirenone;ethinylestradiol (gianvi), drospirenone;ethinylestradiol (ocella), fluconazole, nitrofurantoin monohydrate (nitrofurantoin monohydrate/macrocrystals), sulfamethoxazole;trimethoprim (sulfamethoxazole and trimethoprim) and vitamins nos (multivitamins). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dyspareunia ("dyspareunia/(painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal"), device expulsion ("device expulsion"), back pain ("back pain"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("anxious"), depression ("depressed"), procedural pain ("complication from essure removal procedure(pain symptoms)") and adnexa uteri pain ("right ovary causing pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy unilateral oopherectomy and hysterectomy with bilateral salpingectomy unilateral oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal pain, device expulsion, back pain, alopecia, vaginal infection, dyspareunia, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, depression, device expulsion, dyspareunia, embedded device, fallopian tube perforation, fatigue, pelvic pain, procedural pain and vaginal infection to be related to essure (ess205). The reporter commented: date of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding, menorrhagia, morphine allergy, polycystic ovarian disease, decreased libido, right lower quadrant pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation, dyspareunia, vaginal discharge. Most recent follow-up information incorporated above includes: on 15-jan-2020: fu 2 and 3 processed together. Mr received. Event: embedded device, device expulsion, medical device monitoring error were added. Reporter information added. Concomitant drugs, medical history added. On 16-jan-2020: fu 2 and 3 processed together. Pfs received. Reporter information added. Event onset dates updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal"), back pain ("back pain"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, dyspareunia ("dyspareunia"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). The patient was treated with bilateral salpingectomy and right-sided oophorectomy with removal of the essure on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, alopecia, vaginal infection, dyspareunia, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, pelvic pain and vaginal infection to be related to essure. Diagnostic results: on an unknown date, hysterosalpingogram test was done incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.